Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, d6b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, following a revision surgery for instability and pain on (B)(6) 2023 (case (B)(4)), the patient reported right knee pain and instability. The surgeon will discuss continued options for the right knee with the patient.